Manufacturer narrative:
Tcmep stopped stimulating in the middle of a surgical case during the use of the mee-2000a system which is used for evoked potentials, eegs, and emgs. The customer reported that they re-connected the js-210b tcmep switch box and were able to continue the study for about 20 minutes when it disconnected again. They ended up changing machines to another mee-2000a system to complete the case. He reports that they swapped the js-210b to another system and it worked fine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Tcmep stopped stimulating in the middle of a surgical case during the use of the mee-2000a system which is used for evoked potentials, eegs, and emgs. The customer reported that they re-connected the js-210b tcmep switch box and were able to continue the study for about 20 minutes when it disconnected again. They ended up changing machines to another mee-2000a system to complete the case. He reports that they swapped the js-210b to another system and it worked fine.

Manufacturer narrative:
H10: additional narrative: tcmep stopped stimulating in the middle of a surgical case. Service requested: troubleshoot/repair service performed: repair investigation result: windows boot loop issue. Initial investigation by ts focused on the main units, dc-200b. Tcmep stopped stimulating in the middle of a surgical case. He reports that they re-connected the js-210b tcmep switch box and were able to continue the study for about 20 minutes when it disconnected again. They ended up changing machines to another mee-2000a system to complete the case. He reports that they swapped the js-210b to another system and it worked fine. I conference called james patla and he spoke to the customer and will call him back tomorrow when he can be in front of the system and will try to include me on the call for more information. Dc-200b main unit because he took the js-210b tcmep breakout to a different system and it worked fine. Wanted to exchange the main unit and it was never approved. Requested the main unit be sent in for evaluation/repair. The customer never sent the unit in. In may, (B)(6)2019, on another ticket (B)(4), the customer called in for "windows boot loop issue." Laben called to report that this acquisition unit was having a boot loop issue. Remoted into the acquisition unit. I transferred over the hasp driver software bundle. We then followed the instructions set forth in the field correction bulletin fn 003, eeg-1200 hasp driver upgrade. Issue is resolved. No further investigation is required; the current information in the complaint record demonstrates that the issue has been resolved by installing the hasp driver on the computer system. Corrected information: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be 05/02/2018 not 05/30/2018 as listed on MDR initial report additional information: b4. Date of this report d11& c2 concomitant medical products e1. Reporter contact information e3. Initial reporter - occupation f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 d11& c2 concomitant medical products: tcmep switch box was used in conjunction with the mee-2000a system.

Event description:
Tcmep stopped stimulating in the middle of a surgical case during the use of the mee-2000a system which is used for evoked potentials, eegs, and emgs. The customer reported that they re-connected the js-210b tcmep switch box and were able to continue the study for about 20 minutes when it disconnected again. They ended up changing machines to another mee-2000a system to complete the case. He reports that they swapped the js-210b to another system and it worked fine.